Event description:
It was reported that the neck of the stem was found broken via x-rays, 3 years (approx) after primary surgery. It is unknown if a revision surgery took place.

Manufacturer narrative:
It was reported that the neck of a polarstem std ti/ha size 3 was found broken via x-rays, 3 years (approx) after primary surgery. The article, which intended use is in treatment, was received for investigation. The reported failure can be confirmed and a fracture analysis was performed. About two third of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue under low to medium nominal stress. The residual fracture surface is covered by dimples, characteristics of ductile overload. Many scratches are present on the ball head and the procimal part of the broken neck. Main reason for these scratches seem to be movement of the proximal part against the distal part after breakage. Apart from these scratches no irregularities were found in the area of assumed fracture initiation. Unfortunately, a thorough clinical investigation could not be performed due to missing clinical documentation. The DHR review did not reveal any deviations which relate to the reported failure. Furthermore, no other complaint can be found for the reported batch number. At that time of investigation the root cause remains undetermined due to insufficient information. The IFU (lit. No. 12.23 ed. 05/16) identifies implant fracture as a rare but known possible side effect resulting from a tha. Should clinical documentation be received the complaint can be re-assessed. Nevertheless, s+n will monitor this device for similar issues. The broken stem will be archived.